Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The rhythm accelerated into the ventricular fibrillation (vf) zone following a fourth burst of atp. A single shock was delivered and successfully converted the rhythm. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.